Manufacturer narrative:
Zoom handle load cell weldment, zoom motor assembly, csi box.

Event description:
It was reported by service report that the stretcher was not zooming correctly; it would speed up and then slow down and it could not be controlled. No pt involvement or adverse consequences are reported.